Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc found the following. The endoscopic image was not displayed when the angle of the device was operated. Omsc disassembled the device and confirmed the imaging cable, however, there were no abnormalities such as coating tearing or buckling on the appearance. Omsc surmised that the core wire of the imaging cable was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that error b30 (scope communication error) was displayed when the user connected the device. The user replaced the video system with another one, however, the phenomenon was not resolved. The user replaced the device with another endoscope and completed the procedure. Therefore, the user surmised that this phenomenon attributed to the endoscope. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.